Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for eval. Additionally, images were not provided for review. The complaint investigation could not be confirmed for the reported issue of marker band detachment. Per the reported event details, the physician reported that scar tissue was present at the access site from a prior surgery. The physician also had difficulties gaining access into the femoral vein. Therefore, pt factors may have contributed to the marker bands becoming dislodged. It should also be noted that per mfg processes, after swage the dilators are inspected for: marker band spacing 100%, swaged band visual under (B)(4) magnification 100%, manual band security check with (B)(4) 100%, and swaged band outer diameter (od) check by an independent operator. In addition, quality control inspects for band appearance, spacing and security prior to release of the product.

Event description:
It was reported that during a vena cava filter deployment procedure, the two marker bands of the dilator became detached. Scar tissue was noted at the access site. Guided fluoroscopy demonstrated the marker bands to be located in the ivc adjacent to the vena cava filter. The filter was deployed successfully. There was no reported pt injury.